Event description:
On (B)(6) 2022, it was reported by a sales representative via email that an ar-8550rfoe retractable flushcut burr tip broke off from the shaft. Surgeon was able to retrieve the piece from the patient's shoulder and complete case with another burr. This was discovered during a shoulder scope distal clavicle excision procedure on (B)(6) 2022.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint is confirmed. One unpackaged (B)(6) retractable flushcut burr, oval, 8 flute, 5.0 mm x 13 cm serial/batch number unk was received for investigation. No functional test was performed because the device was received disassembled/broken. Visual evaluation found that the inner tube broke off at the tip. No fragments were returned for investigation. The cause remains undetermined.